Event description:
The hcp reported, that about 1 hour after a pump refill with 20 ml of morphine 10 mg/ml, the patient was found in the parking lot with altered mental status, cognitive symptoms, respiratory problems and somnolence. Paramedics were called and the patient was taken to the emergency room where he was given narcan, after which he 'perked up'. The patient was put on a narcan intravenous drip. At the hospital, 2 mls were aspirated from the pump reservoir; the expected volume was 20 mls. Pump programming was verified as correct; the hcp reported, that the refill volume was injected subcutaneously rather than into the pump. The hcp reported the patient outcome as 'no injury.'

Manufacturer narrative:
.